Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The lighting lens was cracked due to an external factor (tip hit). The bending section cover had tearing due to external factors. The insertion part had wrinkles due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The insertion part cover was crushed due to an external factor. Water tightness was not maintained due to the tearing of the bending section cover due to external factors. The bending section cover adhesive was missing. There were scratches on the operation part, switch box, grip, angle lever, up/down plate, and universal cord due to external factors. The universal cord was difficult to remove due to handling (insufficient cleaning). Water cover was observed on the electrical connector. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the distal end tip on the evis lucera bronchovideoscope had a partial crack. No patient injury reported. During the evaluation of the device, it was noted the insertion guide coating was peeling due to deterioration. This report is to capture the reportable malfunction of the insertion guide coating was peeling due to deterioration noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation it has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified, however, it was presumed that the causes were stress during operation, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.